Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking ring was damaged while the liner was being implanted. A new shell was opened and the locking ring from the shell was inserted into the one that was already implanted.